Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming gas loss in aiv circuit. No patient involvement reported and no harm reported.

Manufacturer narrative:
As per recent information, after further review, this complaint will be non-reportable an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0003614 in your database.

Event description:
N/a.